Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection showed there was no disengaged or missing component. No loose component was received from the customer. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device jaws were broken while in use. There was no patient injury.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were broken while in use. There was no patient injury. Additional questions regarding the device and incident have been asked.